Manufacturer narrative:
This event is being reported in a conservative manner, the manufacturer is in the process of following up with the physician for more information about this event. Not yet determined if device available.

Event description:
On (B)(6) 2017 the manufacturer was notified through patient tracking of an annuloflex size af-826 (sn# (B)(4)) that was explanted on (B)(6) 2017 and replaced with a af-832 sn # (B)(4), the explanted device had previously been implanted on (B)(6) 2015. No further information is known at this time.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
An annuloflex size af-826 (sn# (B)(4)) that had previously been implanted on (B)(6) 2015 was explanted on (B)(6) 2017 due to the patient presenting with mitral regurgitation prior to re-operation. The physician determined to re-operate and replace the annuloflex with a larger size, an af-832 sn # (B)(4) was then implanted. As per physician judgment re-operation and device explant was required as patient required a larger size annuloflex for mitral repair, no issue with previous device was observed during the re-operation, size no longer sufficient for mitral repair for patient. The explanted ring was discard. Patient is doing well after surgery.